Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On 05/10/2026, it was reported the patient had an hypoglycemic event and went to the hospital due to the cgm receiver showing ¿no readings¿ with a message to replace the sensor. No other information regarding the cgm¿s behavior was provided. No other patient or event details were reported, including patient symptoms, treatment details, or length of hospitalization. Attempts to call the patient back for further event details were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.